Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. Upon interrogation, a non-sustained lead noise event was observed. Programming changes were recommended. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).